Event description:
Instrument broke when it was passed through tissue. It was confirmed that the broken piece remains in the pt's shoulder. A back-up device was used to complete the procedure. It was reported that the surgeon experienced a delay of no more than ten minutes. Malfunction report form confirms no pt injury resulted.